Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Reporter stated the customer received a blood glucose result of 26.6 mmol/l on the mobile system, and this result did not match how she felt. She clarified that she "felt no symptoms" at that time. She injected 6 units of insulin (3 units as a correction and 3 units to cover lunch), and she went to sleep and later woke up in the garden. She was unable to crawl or stand due to excruciating pain in her left foot. Her sister found her and provided treatment of glucose. She called the paramedics but was not treated. The paramedics thought her leg was badly bruised but not broken. She went to her doctor the next day, and an x-ray showed she broke 3 bones and her leg was put in a cast. The alleged product was discarded and will not be returned for evaluation.